Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Pump received with broken battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the piece was cracked on battery compartment area. Troubleshooting was performed for damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.